Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: section h6 method codes 4114 in additional report 1 should have been 4117. This correction is reflected in this additional report 2.

Manufacturer narrative:
Event and therapy date estimated. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-31172. It was reported patient experienced ineffective therapy which was caused by lead migration. Surgical intervention is expected to address the issue.